Event description:
It was reported that this right ventricular lead exhibited failure to capture at max output due to a dislodgment. The patient was reported feeling dizziness due to pacing inhibition. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.